Manufacturer narrative:
(B)(6). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the gear and gear wheels being blocked was due to blood residues. It was further noted that the attachment was beyond repair. The assignable root cause was determined to be due to false, defective construction or design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the attachment device gear was blocked, seized, and rough running. The service order noted that after decontamination something black stuff comes out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.